Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a user error during the controller exchange was confirmed via analysis of the submitted log file. Controller event log file contained approximately 3 hours of relevant data ((B)(6) 2023 from 4:57:43 to 8:10:10 per the timestamp). The driveline was connected to the controller (B)(6) 2023 at 4:57:43; however, the pump did not start operating due to the controller not being connected to external power at this time. The white power cable was connected to a 14v battery at 5:08:33 and the pump started operating at the set speed shortly after. These events occurred while the patient was being exchanged to this controller. There were no other notable events throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate 3 system controller was not returned for evaluation. The root cause of the reported event was determined to be the driveline being connected to the controller while the product was not connected to external power. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2023. The heartmate 3 instructions for use (IFU) section 2, entitled ¿system operation¿, states that the backup controller must be connected to external power before inserting the driveline when performing a controller exchange; this indicates that a system controller cannot restart pump operation while the controller is only being supported by the backup battery. This section also states that "failure to connect to a running system controller may result in serious injury or death" and explains how to replace the system controller. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop and driveline disconnection conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was brought into the emergency department (ed) by ambulance following a self-initiated controller change with syncope. Patient stated that they heard an alarm and the display screen ¿told them to change her controller¿. The log files showed a driveline disconnect on (B)(6)2023 when the patient was showing their spouse how to change a controller. From device interrogation it appeared the patient was on battery and received a low battery advisory, unsure if their batteries were completely depleted. At which point the patient changed their controller. The patient was reportedly stable in the ed. The event log captured several low voltage advisory/hazard events throughout the log while using battery power. It appeared that the patient routinely let the battery power rundown to an advisory/hazard level before changing power sources. On (B)(6)2023 @0440 there were alarms for low voltage advisory on battery power followed by both power leads on the controller disconnected @0441. This enabled the backup battery in the controller with no interruption to pump support. The driveline was disconnected on (B)(6)2023 @0444. Related MFR: 2916596-2023-05505. Related MFR: 2916596-2023-05504.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.